Event description:
Boston scientific received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) was unable to be interrogate with a latitude communicator. A boston scientific technical services (ts) agent was contacted for troubleshooting and was unable to confirm that the device was capable of performing it's essential function. The ts agent advised that there was a problem with the communication between this device and the latitude communicator and a root cause was not determined. No adverse patient effects were reported. Remains in service.

Manufacturer narrative:
The implantable cardioverter defibrillator (ICD) remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
The data was reviewed by an engineer and it was discussed that no resets or faults were found in the memory. There were three memory errors that were detected by the device but were corrected as a result. The device appears to be operating properly. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.